Event description:
Kimberly-clark received a report stating that on (B)(6) 2014 the mother went to check on her daughter and noticed that the mic-key enteral feeding device was not in the daughter's abdominal area. The mother searched the daughter's bed and was unable to locate the device. On (B)(6) 2014, the mic-key enteral feeding device was passed through daughter's feces and came out of her rectum. The excreted mic-key device was intact and the balloon was inflated. No bleeding or trauma was noted to the daughter's rectum. The daughter is well and is scheduled to follow-up with her doctor. The mother discarded the mic-key enteral feeding device in the trash as the device was covered with feces.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kimberly-clark product is defective or caused serious injury. Device not returned by customer.